Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in safety mechanism broke. The following information was provided by the initial reporter: "a nurse was unable to retract the needle from the catheter. This nurse has experienced this incident 3 times. Customer thus decided to report this to bd."

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge nexiva closed IV catheter system single port unit from lot (B)(6) for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was completely pulled back through the catheter with the tip secured inside the tip shield. There was no visible damage to the v-clip or retention washer that would inhibit needle disengagement. A functional separation test was then performed on the returned unit. The first attempt was unsuccessful but after using excessive force the two units were able to decouple. The two units were then inspected under a microscope and traces of cured adhesive was found on both units. Based off the visual inspection and testing the engineer was able to verify that there was a failure to decouple between the needle and the catheter. It was determined that this was a manufacturing defect due to excessive or incorrect placement of adhesive during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all personnel involved in the adhesive application process to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in safety mechanism broke. The following information was provided by the initial reporter: "a nurse was unable to retract the needle from the catheter. This nurse has experienced this incident 3 times. Customer thus decided to report this to bd."